Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: va28dtn, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 08-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that at the follow up appointment, the physician cut through the lead at the midline, damaging it and severing it from the ipg. An x-ray was taken to confirm that the lead was severed. The system was removed due to puss in the pocket. The patient was going to come back at a later date to have a new device implanted.